Manufacturer narrative:
Sample will not be returned for evaluation.

Event description:
It was reported by the physician that he was placing a lumbar epidural in a patient. He stated he inadvertently forgot to remove the rubber collar around the plunger before use. Once the loss of resistance (los) syringe was inserted, he didn't notice the rubber collar and kept advancing the needle because he wasn't feeling the loss of resistance. As a result, he received a wet tap and immediately removed everything. Another epidural was placed successfully for the patient. There were no patient complications reported. It was noted the physician clearly stated this was his fault for not removing the rubber collar prior to use.